Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for u rgency frequency. It was reported by an advanced evaluation patient that they had gotten up the night prior to the call due to pain they were having after the procedure. The patient was advised to contact their health care physician (hcp) . On (B)(6) 2019 the patient reported they were receiving a communication error that connection was lost. The patient stated that when they hit retry it did not work and they had to exit out of the application completely and start over, turning their stimulation up to 0.8. On (B)(6) 2019, the patient stated they thought they had an infection in their incision site and they had taken a pain medication just prior to the call. There were no further complications reported.